Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the information in section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon notification, the angio seal device failure described seemed indicative of insufficient pressure applied during anchor setting. Details on the procedure were sparse, but it was noted that the carrier tube was cut while attempting to set the anchor of an angio-seal device. The user encountered resistance when pulling back the insertion sheath and anchoring. It was uncertain if this was a case of suture lock, a topic we covered in a recent in-service. It appeared the user, being inexperienced with the angio-seal, may not have retracted with sufficient force. The suture was cut in the gap between the sheath cap and the device cap, but the device was deployed successfully thereafter. Additional information was 23 jul 2024: the technician deploying the angio-seal, although new to its use, was supervised by an experienced technician. This incident was isolated to this case. The procedure involved a left heart catheterization (lhc) using a 6 fr sheath, with no issues in arterial access, sheath, guidewire, or catheter placement. An angiogram was conducted prior to deployment. During anchor setting, resistance prompted to halt and consult a more experienced technician. The same resistance was confirmed, leading to further consultation. The patient remained stable throughout. No other medical products were used in conjunction with the angio-seal. Patient details were not recorded as the cause of the device issue was not immediately apparent

Event description:
The user facility reported that during the procedure, the physician encountered difficulty advancing the angio-seal device after inserting the bypass tube into the sheath. Initially, a 6fr pinnacle sheath was utilized, which was later replaced with a 6x45cm destination sheath. The patient tolerated the procedure well without complications from manual pressure. A lower leg angiogram was conducted with no resultant blood loss. The event reported did not lead to any patient injury nor necessitated medical or surgical intervention. Furthermore, there is no claim that the device in question directly caused or contributed to any patient injury or the need for medical intervention. Additional information was 22 jul 2024: the device showed no signs of damage and was inserted into the patient without issue. No stenosis or calcification was noted at the insertion site. A pre-deployment angiogram confirmed the absence of any issues, and the angio-seal was used without any concomitant medical products.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: device manufacture date: unknown, as the involved product lot # was unknown. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath or carrier tube was damaged during device assembly which prevented proper device insertion, although this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).